Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were implanted to treat a severely calcified lesion at the mid to proximal lad. The lad was moderately tortuous. The proximal lad had 95% stenosis. The mid lad had 70% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and there were no issues noted when removing the devices from hoop/tray. The devices were inspected with no issued identified. Negative prep was performed with no issues. The lesion was pre-dilated. It was described that it was a very difficult case with multiple balloon inflations. A 2.5 x 38 mm resolute onyx des was used to stent the proximal lad which was post-dilated with a 2.75mm x 20mm euphora rx balloon. A 2.25/22 mm resolute onyx des was used to stent the mid lad. The stents were post dilated and case was completed. The physician feels there was a dissection that was missed proximal to the previous deployed stents. Patient was discharged from hospital on the following day. It is reported that the patient returned to hospital one day later with stemi. Patient was non-compliant. Successful thrombectomy, ptca and stenting of the proximal lad was performed. A 2.75mm x 15mm resolute onyx des was successfully implanted. Patient was discharged from hospital two days later and has no event since. Patient status post procedure is alive with no injury. Patient's current status is fine.